Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the surgical procedure. The insertion was completed; however, the haptic was bent after the lens was already in the patient's eye. The lens was cut out and a vitrectomy was performed. Further, it was reported that the patient was doing fine. No further information was provided.

Manufacturer narrative:
(B)(4)- explant of intraocular lens. Placeholder.